Event description:
Dr. Placed the electrode and observed that it did not place/take hold. No vital sign data flowed to monitor. Witnessed that upon inspection, metal screw was not attached to the cable once taken away from pt's vaginal area. Mother of child reported to delivering provider on (B)(6) 2020 that child had undergone surgery to remove what is believed to be the metal electrode from this product. Surgery date unknown. Surgery performed at different facility: (B)(6) children's hospital in (B)(6). Therapy dates: (B)(6) 2020. FDA safety report ID# (B)(4).